Manufacturer narrative:
Block b3: exact date unknown, event had progressively gotten worse for over a year.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.